Event description:
Doctor performed an n/c fusion surgery on (B)(6) 2019 for both the medial cuneiform and lateral cuneiform. During a follow-up visit, an x-ray revealed a broken clip that was used in an attempt to fuse the medial cuneiform and the navicular. Doctor also reports that the joint experienced a non-union. Revision surgery was performed on (B)(6) 2019 to address the non-union and remove the broken clip.